Manufacturer narrative:
Two devices were said to be affected by the reported issue; however, only one device was returned (see 3006260740-2019-02576). The subject lot number was requested but not provided, making it impossible to conduct a lot history review or manufacturing review. We are not able to confirm the event or determine a root cause based on the information available.

Event description:
It was reported that the catheter was broken. It was stated after infusion, the leak was found on the catheter. This was noted with two catheters. This report addresses the second catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was broken. It was stated after infusion, the leak was found on the catheter. This was noted with two catheters. This report addresses the second catheter.